Manufacturer narrative:
Correction: a3a.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. Further information was requested however was not provided.